Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post implant procedure, the right ventricular (rv) lead was not sensing r-waves. It was noted that the atrial pace and ventricular sense (ap ¿ vs) minimum intervals was not meet during testing. Reprogramming was done to extend the paced atrioventricular (pav) during sensing test, which resulted in sensed r-waves. The lead remains in use. No patient complications have been reported as a result of this event.